Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began intraperitoneal treatment for the peritonitis with injection vancomycin (1 gram in the first bag, then every 5th day for 14 days) and injection magnova (500mg in each bag for 14 days). At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapy was ongoing. No additional information is available.